Event description:
Healthcare professional later confirmed "MRI report of intracapsular rupture", "no trauma", and capsular contracture, baker grade ii".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture.

Event description:
Healthcare professional reported left side "rupture diagnosed via MRI." Healthcare professional additionally reported "new tightness and discomfort of pec insertion area, especially when physically active," and "textured implant." Healthcare professional later confirmed "MRI report of intracapsular rupture", "no trauma", and capsular contracture baker grade ii." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, g2.

Event description:
Sales rep reported on behalf of healthcare professional "left side rupture diagnosed via MRI". Later, sales rep reported on behalf of healthcare professional "new tightness and discomfort of pec insertion area, especially when physically active" and " textured implant". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.